Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 14 fractured. Construction was a removable denture placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis could not be done as there was no product provided for evaluation.

Event description:
Implant fracture.